Manufacturer narrative:
According to the report, bioglue (lot unknown) was used in a bentall procedure for annuloaortic ectasia in (B)(6) 2012. It was applied to the proximal and distal suture lines and coronary artery. It was the surgeon's view that the amount of the applied bioglue was the proper quantity (two syringes) and that the bioglue was used with great caution such as priming. Reoperation was performed in (B)(6) 2013 for a precordial mass with false aneurysm due to rupturing of the aortic root. The patient's heart was in poor condition so the patient was placed on pcps after the surgery. About 4-5 days later, the patient expired due to circulatory dysfunction. The lot number of bioglue used in the case associated with (B)(4) is not known. The distributor provided the lot numbers (12mjx006, 12mjx008, 12mjx009, 12mjx010) provided to the hospital in the three month period prior to the surgery in which bioglue was used. Due to the number of lots provided, a review of the associated dhrs is not feasible or warranted. However, a review of previous complaints for these lots was performed and one complaint ((B)(4)) was identified. A review of manufacturing records was performed for lot 12mjx008 for (B)(4). No issues were reported during manufacturing, the record was complete, accurate, and fully approved, and there were no findings to suggest that bioglue contributed to the reported events. (B)(4). A clinical and medical review was performed and based on the information available at the time of this report, a definitive conclusion cannot be drawn regarding the cause of the precordial mass and false aneurysm formation observed in this patient. The complaint does not specify what the precordial mass was comprised of, only that the mass and false aneurysm were caused by the rupture of the aortic root. The patient's underlying history or condition of aortic ectasia suggests overall poor cardiac tissue quality. Although a definitive conclusion cannot be made, it is likely that the patient's overall health contributed to the event and there is no evidence to suggest that bioglue played a direct role. This is considered off-label use in (B)(6) and the instructions for use may not provide adequate instructions for the procedure that was performed. Field assurance will continue to monitor similar complaints to determine if additional action is warranted; however, additional action is not warranted at this time.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was used in a bentall procedure for annuloaortic ectasia in the summer of 2012. It was applied to the proximal and distal suture lines and coronary artery. Reoperation was performed in (B)(6) 2013 for a precordial mass with false aneurysm due to rupturing of the aortic root. The patient's heart was in poor condition, so the patient was placed on pcps after the surgery. About 4-5 days later, the patient expired due to circulatory dysfunction.

Event description:
According to the report, bioglue was used in a bentall procedure for annuloaortic ectasia (B)(6) 2012. It was applied to the proximal and distal suture lines and coronary artery. Reoperation was performed in (B)(6) 2013 for a precordial mass with false aneurysm due to rupturing of the aortic root. The patient's heart was in poor condition so the patient was placed on pcps after the surgery. About 4-5 days later, the patient expired due to circulatory dysfunction.